Manufacturer narrative:
During a review of the maude database on 2/22/08, conmed linvatec found this voluntary user report regarding use of the spectrum ii tissue repair system. The user reported on 1/15/08 that a suture hook broke off during surgery in 2007. There was no report of injury during this event. The user reported that the device will not be returned for investigation. Conmed linvatec is attempting to obtain additional info regarding this event.